Event description:
Report received of a tubing separation. It was reported that the tubing set was primed with an unspecified solution and the pump was programmed. The set was then connected to the patient. Reportedly, after the infusion was started, the nurse noted that the tubing had separated from the distal end of the y-site. The nurse reported that the y-site had not been accessed or manipulated prior to the separation. The unspecified IV solution leaked and an unspecified amount of bleed back occurred. The nurse used universal precautions to clean the blood spillage. The tubing set was replaced and the same IV pump was used to continue with the infusion. There was no report of any adverse patient adverse sequelae. There was no report of any direct blood exposure to the staff members. Though requested, there was no further information available.